Manufacturer narrative:
Citation: dvir et al. Transcatheter aortic valve implantation in failed bioprosthetic surgical valves. Jama. 2014 jul;312(2):162-70. Doi: 10.1001/jama.2014.7246. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding survival of patients after transcatheter valve-in-valve implantation inside failed surgical bioprosthetic valves. All data were collected from a multinational valve-in-valve registry between 2007 and 2013. The study population included 459 patients (predominantly male, mean age 77.6 years) with degenerated surgical bioprosthetic valvesundergoing valve-in-valve implantation. Medtronic surgical bioprostheses included hancock ii (54), mosaic (43), and freestyle (16) and medtronic transcatheter bioprostheses included corevalve (213). No serial numbers were provided. Among all patients 35 early deaths occurred at 30 days and 63 late deaths occurred at one year following valve-in-valve implant. There was no significant difference in survival between patients undergoing self-expandable and balloon-expandable valve-in-valve procedures. Multiple manufacturers were noted in the literature; based on the available information medtronic product did not cause or contribute these deaths. Among all surgical valve patients, adverse events included stenosis in 181 (39.4%), regurgitation in 139 (30.3%), and combined steno sis/regurgitation in 139 (30.3%) patients. Among all transcatheter valve patients, adverse events included: ostial coronary obstruction, major stroke, major vascular complication, major/life-threatening bleeding, acute kidney failure, permanent pacemaker implant, moderate to severe aortic regurgitation (ar), and valve-in-valve intervention. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.